Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer was getting electric shock kind of feelings from everywhere and from all surfaces. There were no further complications reported and/or anticipated.